Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced iinsulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.